Event description:
It was reported that an ilet user experienced post-breakfast hyperglycemia, with blood glucose reaching 330 mg/dl and decreasing to 280 mg/dl as the pump delivered corrective insulin. The user attributed the delayed rise to freshly milled bread with slower carbohydrate absorption and was advised to continue announcing usual meals so the algorithm could adapt. Symptoms included hyperglycemia without reported acute complications. Outcomes included self-resolution in progress with automated corrections and no alerts, alarms, or need for medical intervention. Investigation included troubleshooting and education with guidance on meal announcements and observation of pump-driven corrections. Investigation of this case revealed no device malfunction or component issue, and the event was consistent with physiological variability in carbohydrate absorption affecting postprandial glucose patterns while the algorithm adapts. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors related to meal composition with appropriate device performance.